Manufacturer narrative:
The investigation into automated impella controller (aic) - damage before therapy has been completed. The console logs did not contain any data relevant to this complaint. The reported damages to the rear housing and the purge door were confirmed. Aside from the reported damages found on the rear housing and purge door no other issues were observed after inspection of the aic and its internal components. The cause of the issue was most likely use related. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23185.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had sent an automated impella controller (aic) in for preventative maintenance. When logged in, the aic was found to have damage, possibly from being dropped. The aic malfunction could not have caused any harm or injury as the issue was found outside of patient use.